Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 10010454-0006 sample was not available for investigation; furthermore the lot number of the complaint sample was also reported unknown. The feedback provided by the customer indicates leakage was detected from the smartsite component. No further information was received to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause for the customer's experience could not be determined in this instance; however previous investigations have confirmed the cause of leakage from the smartsite can be due to an oval smartsite. This issue is caused by the exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that an unspecified amount of bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced leakage. There was no report of patient impact. The following information was provided by the initial reporter: looking for some guidance on how to proceed with a leaking IV set in the chemo unit at east melb. 2x bd alaris lvp 20d low sorb 2ss 0.2m cv. The staff have found the occasional set leaks from one of the ports. This line is specifically used to deliver chemo and poses significant risk.